Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a capsule that failed to detach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure that may have led to the event. No lube was used on the capsule. They are not sure what caused the failure to detach but is sounded like the plastic may have been aligned wrong as the customer heard some cracking. There was no harm to the patient and user but a repeat procedure was performed with a new capsule device and the repeat procedure was performed on the same day with patient experiencing an extended period of anesthesia due to first device malfunction.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.